Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information received reported that the consumer patient who was receiving medicationvia an implanted pump (drug/concentration/dose were unknown). The patient had their pump placed by a neurosurgeon but they did not "unwind the tubing and did not plug it in." Two other physicians "unwound" it. The implanting physician's mistake of not connecting and unwiring the tubing was caught by another physician. Another physician was told of a leak. The hematoma was the size of a small lime at the puncture site. Within 7-10 days, the patient was not feeling well. They started to convulse. The patient was raised to a doctor where they sent her to another facility. Then the patient leaked spinal fluid and almost died due to overdose. The statement of overdose was then redacted in the call. Then, a physician found out the patient "was laying there without any replenishment, IV and he wanted to take over." The patient had a puncture in their spine, which was the cause of the spinal fluid leak. It was noted that "nothing" was done at that time. The physician who was told of the leak, tried to fill the pump, then it had to be replaced because it was not operating correctly. It was reported that they could not take the catheter because they were afraid they could contract meningitis. They had tried a "mariad of medications." It affected the patient's mental state and their anguish. The patient reported that the last pump was removed.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that pump was moving and it was causing pain, so it was explanted. The reporter also noted that the patient had an allergic reaction. A follow-up report will be sent if additional information becomes available.